Event description:
(B)(4) study. Same case as MDR ID# 2134265-2012-05949. It was reported that post coronary stenting treatment procedure, angina, restenosis, and worsening coronary artery disease occurred. In (B)(6) 2010, the subject was diagnosed with non-st elevation myocardial infarction. Target lesion #1 was an 80% stenosed lesion located in the 1st om. The lesion was 15 mm long with a reference vessel diameter of 2.5 mm and treated with pre-dilatation and placement of a 2.50 mm x 20 mm taxus liberte stent. Following the post-dilatation, residual stenosis was 0%. Target lesion #2 was an 80% stenosed lesion located in the 1st om. The lesion was 11 mm long with a reference vessel diameter of 2.5 mm and treated with pre-dilatation and placement of a 2.50 x 16 mm taxus liberte stent. Following the post-dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject was diagnosed with crescendo angina and worsening of coronary artery disease. Cardiac catheterization was recommended which revealed 80% focal in-stent restenosis of previously deployed study stent in 1st om. The restenosis was treated with balloon angioplasty with 30% residual stenosis. In addition, the 80% stenosis located in mid left circumflex (lcx) was treated with balloon angioplasty, with 30% residual stenosis. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel the same day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Initial reporter last name corrected from (B)(6). (B)(4).

Event description:
It was further reported that the patient presented for the index procedure with unstable angina (braunwald classification: unknown). Two non-bsc wires were positioned in the distal portion of om1 and lcx continuation. The 2.50 x 20 mm taxus liberte stent was placed from proximal to mid portion of om. The 2.50 x 16 mm taxus liberte stent was implanted overlapping the 2.50 x 20 mm taxus liberte stent proximally. Post stent deployment, pinching of the lcx continuation was treated with inflations of a 2.00 x 12 mm apex balloon. The ostial/proximal portion of om1 was post-dilated with the same 2.00 x 12 mm apex when a 2.50 x 12 mm apex balloon failed to cross. Residual stenosis was 0%. At the time of the event, a 2.50 x 15 mm non-bsc stent was unable to advance across the lesion despite using a buddy wire due to severe angulation. The previously reported 80% stenosis in the mid lcx was corrected t being located in the distal lcx. Following angiography, there was 70% residual stenosis, not 30% as previously reported.